Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient stated for probably the last month, maybe not even that long, it seemed like their implant battery was dying super fast. The patient said they wouldn't even make it 2 full days without charging and had to charge every single night for the implant to not die in the middle of their work shift. The patient confirmed they hadn't made any drastic changes to their settings and said they would just turn stim up here and there. The manufacturer's patient services specialist (pss) reviewed charge frequency depended on settings and usage and the patient was redirected to their healthcare provider to further address the issue.